Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer had high blood glucose. The mother reported the customer's blood glucose rose to 400 mg/dl several times due to a prescribed medication. The mother reported they were able to adjust for the customer's blood glucose. The mother declined to troubleshoot. The insulin pump will not be returned for analysis.